Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and cardiovascular event and subsequently expired on or about (B)(6) 2005 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs # 1225714-2013-02234, 1225714-2013-02235, 2937457-2013-00135.